Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. The customer's blood glucose level was 128 mg/dl. Reportedly, the pump and transmitter regained connection. No additional patient or event information was available.